Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that she keeps receiving a no delivery alarm. Customer's blood glucose level was 581 mg/dl. Customer treated with another pump. Customer was advised that there could be an occlusion in the cannula if it was bent, or there could be a site occlusion. Customer is at work and does not have an extra set or reservoir to troubleshoot. Customer was unable to get insulin to exit the tubing while priming the pump. Customer had a no delivery alarm while connected to the pump. No further details given.